Manufacturer narrative:
Other text: a manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 1999 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a badly cracked tank cover, corroded drain fitting, cracked enclosure and an outdated printed circuit board (pcb) and power switch. Functional testing found the reservoir was leaking from the cracked tank cover and a crack near the drain fitting confirming the customer complaint. The reported failure resulted from a water tank leak caused by wear from 20 years usage and a cracked tank cover due to a known bowing issue where covers are exceeding the requirement were addressed through an internal scar (supplier corrective action report) and the device was built pre-corrective action. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the reservoir is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI in section operator of device are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.